Manufacturer narrative:
A ge svc rep performed an onsite investigation. The cine bridge card was replaced. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys displayed a memory error message and they were unable to activate the system's cine function. No pt injury was reported.